Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was inaccurate, the wake button was sticking and unresponsive and touchscreen is unreadable. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.